Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. The issue is considered to have been found during use. There was no report of patient injury or harm.